Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was set to receive a replacement pump with updated software. They were advised to use multiple daily injections as a backup insulin delivery method and given instructions to return the problematic pump to tandem.